Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer stated that the endowrist stapler 45 failed to register during use on arm 4. The customer tried to reseat the drape and sterile adapter with no change. The customer was able to use other instruments on the arm with no issues. The customer used a second stapler without any issues and continued the procedure. The stapler will be returned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist stapler 45 instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed, but did not reproduce the reported complaint. The instrument was found to have low range of motion (rom) homing failures based on log review. The root cause was not determinable/applicable. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. Additional observations not reported by site that was not related to the customer reported complaint: the instrument was found to have failed the engagement test based on log review. The root cause was not determinable/applicable. The instrument was found to have repeated clamping failures during in-house testing. Fa was unable to perform in-house shim test due to unclamp failure. The root cause was not determinable/applicable. The instrument was found to have an unclamp failure during in-house testing. The root cause was not determinable/applicable. The instrument was observed to have grinding noise during clamping and unclamping. The root cause was not determinable/applicable. The instrument was found to have a bent hypotube at the distal end. The root cause of this failure was attributed to mishandling/misuse. Instrument log review for the endowrist stapler 45 instrument (part# 470298-14/ lot# t10200522-0009) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a sigmoid colectomy procedure. There were 36 uses remaining after this last usage. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed the following possible related system errors: 22030: a stapler 45 failed in its operation on usm4 * failure mode: clamp homing failure/failure while clamping (in clamp/fire homing) *stapler 45 sn (B)(4); 22020: installed stapler 45mm failed to engage on usm4 (roll axis failed to engage). No image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: failure analysis confirmed a functional test failed unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The instrument stapler 45 was transferred to engineering for further investigation by the failure analysis (fa) team on (B)(6) 2022. Additional observation not reported by site is a bent yaw plate. The yaw plate was found bent outwards on both sides, but the bending is more severe on the clamp cardan side. As a result of yaw plate damage, the clamp cardan rubs against the yaw plate during clamping/unclamping. Rubbing between these two components during clamping is likely causing the noise heard during in-house testing and is also likely related to the unclamp failure observed during testing and the initialization failure seen in the log review. The root cause of bent yaw plate was mishandling/misuse, such as applying excessive force to the distal end of the instrument.